Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped hearing at the end of (B)(6) 2021. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user stopped hearing at the end of (B)(6) 2021 after accidentally banging his head. In situ measurements were showing abnormal results. The user has been re-implanted.